Manufacturer narrative:
H3: product analysis: part # 6550004; lot # kh18a183 visual examination confirmed the instrument tip has broken. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having thoracolumbar posterior fixation t9-s1 fixation at t9-s1. It was reported that during the insertion of v5, the tip of the driver was broken. The tip could not be retrieved, it remained in the screw hole and the site was closed as is. There were no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no in-patient hospitalization/prolongation of existing hospitalization necessary or no additional/revision surgery performed. No issues against the screw.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.